Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The lesion being treated was located in the left anterior descending artery (lad). Using a non-bsc guide wire the physician direct stented the mid lad with a 3.0x12mm ion stent. A 3.5x20mm ion stent was advanced to a lesion that was proximal to the 3.0x12mm ion stent and in the ostium if the lad. The physician inflated the 3.5x20mm ion stent, however it moved 4-5mm backwards and was deployed proximal to the target lesion, covering the ostium of the left circumflex artery and in the distal left main coronary artery. To cover the gap between the 3.0x12mm ion and the 3.5x20mm ion stents a 3.5x8 ion stent was implanted. The procedure was completed by postdilating with two 3.0x12mm apex balloon catheters using the kissing balloon technique. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).